Event description:
Facility is participating in a protocol studying baclofin. Co supplies the telemetry and programming. A 4-yr-old female with cerebral palsy who is participating in the study, was seen as an outpatient for baclofin pump refill on 1/5/94. The drug concentration was changed which requires a bridging bolus. The bolus duration was programmed for 24 hrs 30 mins for 410 mcg and the pt was sent home. After discharge, it was noted that the computer had defaulted and bolus delivered at 30 mins and 52 seconds.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other. Results of evaluation: computer software problem, other, unanticipated short term complication of procedure, other. Conclusion: device failure occurred and was related to event, device failure directly caused event, software/firmware caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.